Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed during review of the device's history log; however the device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The customer indicated that the analog board was replaced prior to returning the device to zoll. The analog board was not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.